Manufacturer narrative:
Analysis of the relevant production records of the pedicle screws did not identify any anabolies that could be a cause of the event. The evaluation of the returned pedicle screw did not lead to a clear conclusion of the root cause. Current information is insufficient to permit a valid conclusion of the cause of this event. Based on the information available, no corrective actions are proposed. A follow-up report will be submitted if additional relevant information becomes known. Data relating to manufacturing date is not on the label as UDI-pi.

Event description:
A patient in switzerland was treated on (B)(6) 2024 with 4 pedicle screws t9 and t11 with a tumor beeing present at t10. The patient noticed increasing pain (date between on (B)(6) 2025 and on (B)(6) 2026). At the hospital, it was diagnosed that t10 had collapsed. During imaging it was additionally noticed that the screw t11 left was loose. A revision surgery was planned and conducted on (B)(6) 2026 where it was noticed that the screw t11 right has broken. During the revision surgery the surgeon replaced the screw in t11 left and treated an additional level t12 with a screw left and right. The surgeon decided to leave the broken off shaft of the screw in t11 right in the patient.